Event description:
The user facility reported 74 year old male patient implanted with impella cp for mechanical circulatory support due to a st elevated myocardial infarction. It was noted that when inserting impella, the aorta was extremely tortuous, and he had to remove the introducer sheath to advance impella into left ventricle. The tortuosity straightened out and the impella was pulled back with slack removed. An echo revealed that the impella was under papillary muscle and an attempt to reposition was unsuccessful. Patient ended up on 30 of levo, 0.06 vaso, and 15 of dobutamine when a hematoma was noted at the access site. Hemoglogin/hematocrit (h/h) dropped, massive transfusion protocol was started and patient stabilized. However the patient was taken back to surgery for impella removal and exchanged from repositioning sheath to 16f cook due to access issue. The patient was taken for vascular surgery closure.

Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as a part of the retrospective review of historical records.